Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and the patient heard tones. It was later found that the tones were due to a lead performance anomaly. This right ventricular (rv) lead remains in service and no adverse patient effects were reported.